Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Onsite investigation was preformed and the reported issue was replicated upon system checkout. Replacement of the navigation system's computer resolved the issue. No further issues were reported following the replacement. Analysis of the returned computer could not confirm any failure as it operated within specs and passed all tests preformed.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system became unresponsive, also, the mouse and keyboard were not responding. Site preformed a hard system reboot which resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Event date and patient code provided. Additional information: the software logs were returned for engineering evaluation. They were reviewed and confirmed that the unresponsiveness occurred during the navigate task when the user switched to using the scope probe. The logs provided no additional insight regarding the cause of the reported complaint; however, the software behavior was consistent with an existing software anomaly investigation.